Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data verified the alleged call service alarm for motor rewind error. On investigation, the pump powered on normally and duplicated the alleged call service alarm during the investigation. The pump was opened for further investigation and revealed moisture inside the pump on the motor flex connection and surrounding printed circuit board components. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.